Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry with the remote monitor. Troubleshooting steps were taken to no avail and the patient was referred to the clinic for further troubleshooting. The ipg remains in use. No patient complications have been reported as a result of this event.